Event description:
The ge oec 2800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge svc rep investigated the issue and found a defective surge suppressor pcb that was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.